Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Maude report submitted stating the following: event desc: depuy femoral impactor. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do. Update rec'd 8/12/2015 - according to hospital representative, the impactor broke into multiple pieces. All pieces were removed after the wound was evaluated. A small delay occurred, but the minutes are unknown.

Manufacturer narrative:
The device associated with this report was not returned. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The annealed product was released on 30-jul-2014. It should be noted that this device is from an un-annealed batch. The root cause of the new failure mode of the device fracturing into smaller pieces is currently being investigated per dr-001642 and (B)(4). The complaint shall be closed to CAPA; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.